Event description:
It was reported that a message on the programmer screen informed about a reset performed automatically by the pacemaker. The physician asked for an automatic guided reset (agr) code. The code was provided and the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.